Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, a piece of plastic from one of the robotic instruments broke off the permanent cautery hook while it was inside the patient. The piece that broke is not something that usually comes off or is counted pre-operatively. The piece that was broken fell off inside of the patient. All other instruments were then inspected to ensure nothing else was broken off. The physician was aware and swept the wound before closing. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. They noticed a piece of plastic while sweeping the wound. The surgeon believes that the issue was due to faulty manufacturing. The instrument was in use for several hours. There were no issues with the functionality of the instrument during the surgical procedure prior to the breakage. It is unknown if the instrument collided with any other instrument or other hard material during the surgical procedure. It is unknown if the fragment fell inside during an instrument tip/accessory collision. The instrument was removed a few times prior to the breakage. It was unknown if the staff felt any resistance upon removal through the cannula. No other damage was noted on the instrument after the event occurred. The fragment was retrieved with a grasper. There was only one fragment to remove. No additional surgical procedure was required. No post-operative tests were performed. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photos or videos were available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken piece was returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.